Event description:
It was reported that the customer was in the hospital with cellulitis and high blood glucose. The customer's blood glucose was 455 mg/dl. It was advised for the customer to call to troubleshoot the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.